Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a temporary spike in right ventricular (rv) lead thresholds, which may have contributed to early battery depletion of the pacemaker. In addition, the implantable pulse generator (ipg) triggered elective replacement indicator (eri) status unexpectedly. The device was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.